Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Boston scientific technical services (ts) discussed the potential factors that could cause high impedance and suggested measures to evaluate the system. Further, ts advised to perform additional troubleshooting in order to rule out a lead issue. Additionally, it was confirmed that no revision was done and all other measurements were in range. Monitoring will be continued. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
The correct model and serial number of the rv lead was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.